Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received her scs system, including an ipg, on (B)(6) 2011. It was reported that the pt's programmer experiences intermittent communication with the ipg. It was reported that the programmer displays an error message, and another programmer was unable to correct the issue. The pt reported some effective stimulation. The error message allegedly indicates that communication was lost while the pt was balancing the amplitude. No further info is available at this time.